Event description:
It was reported that the nurse cut the cord right at the battery pack after the zimmer pulsavac plus had been running for a length of time. The nurse noticed when she pulled the battery pack off that it was very, very hot. The battery pack was set aside on the table and it started smoking and then there were 2 small explosions. There was no harm to the patient or the surgical staff. An alternate device was not needed to complete the procedure.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.